Manufacturer narrative:
Device is combination product.

Event description:
Reportable based on investigation completed on 29nov2018. It was reported that crossing difficulties was occurred. The target lesion was located in the distal left circumflex artery. A 2.50 x 20 synergy drug-eluting stent was advanced but could not cross the lesion. The procedure was completed with a different device of the same model. No patient complications were reported. However, device analysis revealed stent damage. Device evaluated by MFR.: synergy ous mr 2.50 x 20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The most proximal stent strut rows were damaged with stent struts lifted and pulled from the stent profile. The undamaged crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found multiple kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.